Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the lead could not be "fixed" into the header of the device. Another device was implanted and no patient complications have been reported as a result of this event.